Manufacturer narrative:
Product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the stall was unknown. The pump was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. Analysis of the catheter (sn (B)(4)) identified coring/tearing in the cup of the connector. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's personal therapy manager (ptm) was locking them out and they experienced withdrawal. No codes were noted in the to be seen on the ptm display and the device was currently working. It was reported that the patient went to the emergency room and was given a fentanyl shot. It was noted that the pump was alarming and the patient would be going to the hcp office to have the pump logs read. It was possible that the patient being due for a refill next week may have led or contributed to the issue. It was unknown if the issue was resolved; the patient was alive with no injury. No further complications have been reported as a result of this event. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the pump logs were read and a critical alarm had occurred at 21:34 due to a motor stall that then recovered at 02:31. It was reported that the patient had increased pain during the lockout/motor stall period. The pump would be replaced on (B)(6) 2019. No further complications have been reported as a result of this event.